Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered an inappropriate shock due to atrial undersensing of sinus tachycardia. Technical services (ts) reviewed troubleshooting options and programming considerations. This ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.